Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the male external catheter was leaking and the patient did not provide further details. Per follow up via phone on 15jul2021, it was reported that the first box of male external catheters did not have any instructions and they called to get help with instructions. The second box they received had instructions right on top, they indicated washing the penis prior to use due to oils on the body, and they have not had the problems with leaking since they started washing the penis prior to use.